Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for non cardiac related problem. A cardiac resynchronization therapy defibrillator (crt-d) device check was requested for suspected lack of biventricular pacing. It was noted that the crt-d exhibited a ventricular pacing problem, unable to capture the atrium and inability to sense p-waves. It was also reported that the right atrial (ra) lead exhibited atrial undersensing during atrial tachycardia. Diagnostic testing/troubleshooting was performed. The crt-d was re-programmed. The crt-d and ra lead remain in use. No patient complications have been reported as a result of this event.